Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with blank display due to pushed in battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that battery compartment had cracked and tried different batteries but insulin pump was saying to change the battery every 30 minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.